Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to the customer¿s blood glucose level as the readings were within the range of 54-500 mg/dl (3.0-27.7 mmol/l). To resolve the issue, the customer was instructed on attempts to reset the pump and eventually guided to use an alternative form of insulin therapy, known as mdi, to ensure continued insulin delivery. Meanwhile, they were informed that the pump would be replaced by technical support, with further instructions provided for returning the faulty unit.